Event description:
A (B)(6) male pt contacted zoll customer support to report his belt had gelled. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. As received, the trunk cable connector was cracked. The cause for the gel deployment is due to an artifact signal event. The cause for the artifact signal event was likely due to the cracked trunk cable connector. The root cause for the cracked trunk cable connector cannot be positively identified but was likely due to excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.